Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded the motor home switch. We were unable to perform current test, error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify alarm due to motor error alarms. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.